Manufacturer narrative:
A service repair has been issued for the diagnosis and repair of the unit. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the control panel was broken and preventing mechanical ventilation. There was no report of patient involvement.